Event description:
A 2.75 mm diameter x 12 mm length micro driver rx coronary stent delivery system was inserted into a pt for the treatment of a mid to proximal rca lesion. Lesion morphology was not reported. The lesion was pre-dilated. It was reported that the pt had a stent previously implanted in the proximal lad. The micro driver stent was successfully deployed at 16 atm. It was reported that the post dilatation balloon appeared to catch as it went through the stent. After post dilatation, the stent appears to have separated. Prolonged balloon inflation achieved acceptable results. Pt is reported to be satisfactory. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.

Manufacturer narrative:
(Secondary intervention) - (stent appeared to be separated) - pending dvd evaluation.